Event description:
It was reported that the patient had received inappropriate therapy for a bigeminal rhythm that was interpreted as ventricular fibrillation. Device was reprogrammed and remains implanted.

Manufacturer narrative:
No medwatch form was received.